Manufacturer narrative:
Pump received with a flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to verify critical pump error alarm due to constant flashing medtronic logo display. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, cracked keypad overlay at select button, missing display window cover and cracked keypad overlay at the select button. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Unable to verify critical pump error alarm due to constant flashing medtronic logo display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to hot steam and received a critical pump error and the insulin pump was vibrating during the error. The customer also reported that the insulin pump had a flashing medtronic logo and a slight beep and also reported that the insulin pump had a crack on the plastic screen above the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the critical pump error, cosmetic damage, fluid in pump, flashing medtronic logo and troubleshooting was partially performed for the vibrate or beep anomaly and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.